Event description:
Customer reportedly received the following results on the aviva system within 1 minute: 247 mg/dl and 81 mg/dl. Customer obtained reading of 247 mg/dl with aviva strip lot 302801. Customer obtained reading of 81 mg/dl with aviva strip lot 303016. Meter was coded correctly with each lot of strips. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(6).